Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that there was no disposable pump won't run, air noted. Reservoir volume 8.9, rate 2.2, given 91.15. The pump was alarming no disposable pump won't run. Powered off and line clamped. Cassette removed and tubing massaged. Green tab depressed. Reconnected and powered on but unable to restart. Removed cassette and repeated troubleshooting. Reconnected but pump will not restart. The patient was not affected.